Manufacturer narrative:
(B)(4). Although the home patient had disconnected and reconnected while in therapy, the patient indicated proper disconnection procedures were followed. Therefore, insufficient information was provided to determine the cause of the alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 4 of 4 of peritoneal dialysis (pd) therapy, while the hp was connected. During troubleshooting, it was found that the hp had disconnected and reconnected prior to the alarm; however, proper, aseptic technique was used during the disconnection and reconnection. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. It is unknown how/if the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.